Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant stopped pumping up and the patient can't get it hard. No intervention has been reported at this time.

Event description:
According to additional information received on 02/04/2025, the implant was removed and replaced. The tubing was noted to be broken.